Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the a-wire became stuck in the connecting tube during user handling, which caused the angle to fail return to less than 30 degrees after angulation. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection - inspection of the endoscope - inspection of the bending mechanism.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Address: full address name of the customer is (B)(6). Device evaluation findings confirmed the customer reported issue of "device angles were abnormal". Device evaluation found there was no obvious abnormality in the appearance of the bending tube during angulation however, the up (u) angle was stuck at 90 degrees(specification: 120-135 degrees) occasionally. The bending tube had depression at about 25mm place away from the distal end during angulation of u and the angle could not return to less than 30 degrees after angulation. The angle knobs were nearly could not be turned and when manually pull, the angle wire of the insertion tube , the u angle does no action. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported to field service engineer (fse) the device angles were abnormal. The issue found during an unspecified event "other". There was no patient harm, no user injury reported due to the event. Device evaluation found the up (u) angle was stuck at 90 degrees and the angle could not return to less than 30 degrees after angulation. This report is being submitted for angulation malfunction issue found on device evaluation.